Event description:
The deep brain stimulator entered a power on reset condition after a routine testing of a newly implanted implantable cardioverter defibrillator. The cardioverter was implanted in the right pectoral muscle; the neurostimulator in the left. The cardiac lead was implanted across the right sternum in the right ventricle. The deep brain stimulator was able to be reprogrammed. The pt had adequate stimulation therapy afterward. There were no pt symptoms associated with the event.

Manufacturer narrative:
(B) (4).